Event description:
Procedure: sleeve gastrectomy. According to the reporter: when the stapler was fired, there were serosal tissue tears anterior and posterior in middle of the line. The surgeon changed to a new sulu, then a new handle and sulu, and the same thing happened each time. The serosal tears required the surgeon to oversew the edge which, he states, added 45 minutes to the case and he had to leave a larger proximal pouch than normal because he was concerned that if he had to re-staple the last firing he would run out of tissue.